Manufacturer narrative:
The cause for the discordant advia centaur toxoplasma g (toxo g) results is unknown. The patient samples have been requested for further testing. The quality control and calibration were acceptable. The instrument is performing within specifications. The IFU states in the limitations section: "human anti-mouse antibodies (hama) or heterophile antibodies may be present in samples from individuals exposed to mouse or animal immunoglobulins from natural sources or as part of disease therapies. These antibodies may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results.10 these samples should not be tested. "The presence of anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) in samples from patients with autoimmune syndrome may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested." The IFU states in the interpretation of results section: "the detection of toxoplasma igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity."

Event description:
False positive advia centaur xp toxoplasma g (toxo g) results were obtained for a patient samples. The results were positive in september, october and november with the advia centaur xp toxoplasma g (toxo g) and negative with an alternate method. Previous results with two alternate methods were negative. The patient samples were tested for toxo m and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.